Manufacturer narrative:
Other relevant device(s) are: pn: bi71000823, lot: unk, serial: unk. A manufacturing representative went out to the site to preform a system check out. It was noted that they were able to resolve this issue by re-initializing the patient database which resolved the mechanical issue and the general failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that there was a database error. There was no patient present.